Event description:
Ky vaginal products appears to have caused burns and blisters for women using the product "yours and mine," and possibly others. I noticed (B)(6) four women complained that the product resulted in burning, and two said the product gave them internal blisters. One woman though it was from menthol in the product. I thought the FDA might be interested.